Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that with the xenon light source spare lamp came on with an unspecified error during a colonoscopy procedure. There were no reports of patient harm.

Manufacturer narrative:
Corrected data: d8 (third party device repair unknown). This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined nor presumed as the device was not returned for evaluation. Olympus will continue to monitor field performance for this device.